Manufacturer narrative:
The reported events failure to capture and failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination found no anomalies to the helix and connector regions. The stylet was able to be advanced in the lead to the tip/end of the inner coil with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet could not be inserted completely into the right atrial (ra) lead and the ra lead would not pace. The ra lead was removed and replaced. The patient was in stable condition.